Event description:
New information received notes that the lead was capped and replaced on 9 nov 2023. The patient was stable.

Event description:
(B)(6) called tech services in regards to a merlin.net remote transmission with a non-sustained episode caused by lead noise. Tse discussed that this is mechanical lead noise that may have been caused by a fracture or insulation abrasion. Tse suggested them to consider discussing a lead revision with the physician. No patient symptoms were reported.